Manufacturer narrative:
Evaluation result: zoom enclosure box (csi box).

Event description:
It was reported by service report that the zoom drive surges and stalls. No patient involvement or adverse consequences are reported.